Manufacturer narrative:
The customer has indicated that the subject device will not be returned for eval. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unk and therefore a review of the device history record can not be performed. If in the future any additional info or the actual complaint sample is provided a follow-up medwatch report will be submitted. Device discarded - not returned for eval.

Event description:
It has been reported to us that the guide catheter shaft kinked then separated during the procedure. The physician inserted the guide catheter into the pt. The physician torqued the guide catheter, however, the tip of the guide catheter did not respond. The physician continued to torque the guide catheter and still the tip would not respond and the shaft 20cm from the hub kinked then separated from the shaft and remained inside the pt. The physician was unable to remove the detached guide catheter shaft, because the pt's artery had spasms making it difficult to remove. The pt was sent for a surgical procedure, however once the pt arrived in surgery the physician was able to remove the separated section of the guide catheter without a cut down procedure. The pt is reported to be fine. The device will not be returned for eval.